Manufacturer narrative:
Conclusion: device investigations did not reveal any device malfunction which can explain the reported recipient performance problem. Mechanical damages found during device investigation are attributable to the removal surgery. According to the recipient report the device was explanted due to an insufficient mechanical device coupling to the round window, which occurred as consequence of a post-operative fmt migration. The user was re-implanted with a bone conduction implant. This is a final report.

Event description:
Information was received that the device was explanted due to a migration of the coupler and that the user was re-implanted with a bone conduction implant.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Information was received that the device was explanted due to a migration of the coupler and that the user was re-implanted with a bone conduction implant.